Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the product was broken when specimen put in bag. It was noticed during the cholecystectomy procedure. The surgery was extended by more than 30 minutes. Initially when doing the cholecystectomy surgery, surgeon already found patient's gall bladder was inflammation, therefore, surgeon had given antibiotics after operation to avoid infection happened. The patient is stable and the incident did not result in further infection.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one 3 x 6 endobag specimen retrieval system opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the device demonstrated a tear at the bottom of the bag with a small flap matching the tear. The tear was not along the seam of the bag. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn bag and the reported condition was confirmed. Replication of the observed condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.